Manufacturer narrative:
It was reported that patient has patella pain. Revision surgery is planned to resurface the patella. Poly insert may be exchange during the procedure. It was also reported that the patella was not resurfaced during the primary procedure due to a rare patella diagnosis. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that patient has patella pain. Revision surgery is planned to resurface the patella. Poly insert may be exchange during the procedure. It was also reported that the patella was not resurfaced during the primary procedure due to a rare patella diagnosis.